Event description:
On (B)(6) 2012, a 23 mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to unknown reasons. Additional information has been requested but has not been made available.

Manufacturer narrative:
An event of an explanted valve "due to unknown reasons" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
On (B)(6) 2012, a 23 mm trifecta valve was implanted. On (B)(6) 2018, abbott patient device registration was provided with a notification of explant without any additional details. Attempts to obtain additional information regarding the explant were unsuccessful.